Manufacturer narrative:
(B)(4). The mitraclip remains implanted on the mitral valve leaflets. The analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. There was no reported device malfunction associated with the mitraclip. The reported patient effect of stroke (cerebrovascular accident), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The information provided in the case details sated that the patient had a computed tomography scan of the cerebrum and was diagnosed as having had a thrombolytic stroke. Per the physician, it is not known exactly when the stroke happened, but it may have occurred when the patient converted to sinus rhythm. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). On (B)(6) 2014, the patient had a computed tomography scan of the cerebrum and was diagnosed with thrombolytic stroke. The patient had no movement of the left arm and leg. Per the physician, it is not known exactly when the stroke happened but it may have occurred when the patient converted to sinus rhythm. On (B)(6) 2014, the patient was extubated. However, the patient condition was further complicated with a pneumonia. As of (B)(6) 2014, the patient was in the intensive care unit and was unable to speak, but has a little progress every day. No additional information was provided. The mitraclip remains implanted on the mitral valve leaflets. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being conservatively filed for stroke that occurred post procedure. Although there was no device issue reported, the implanted clip cannot be excluded as possibly contributory to stroke. It was reported that a patient was admitted to the hospital on (B)(6) 2014 with symptoms of angina and dyspnea due to cardiogenic shock. Although the patient's past medical history was not known, the patient did have dyspnea for several weeks. On (B)(6) 2014, a percutaneous coronary intervention was performed. The cardiogenic shock persisted due to severe ischemic mitral regurgitation. The heart team decided to perform a mitraclip procedure that day. At this time, the patient was in atrial fibrillation for at least 24 hours and one hour prior to the mitraclip procedure, thrombus was observed in the left atrium appendage (laa), but it was decided to continue with the procedure or the patient would expire. During introduction of the guide wire and the clip delivery system (cds), the focus was on the thrombus so it would not be touched by the devices. The clip was implanted without any problems. During the procedure, that patient was anticoagulated and the activating clotting time was between 250 and 300. The physician was convinced that the thrombus was not dislodged by the devices. Post procedure, the functional mitral regurgitation grade was reduced from 4 to 1-2. The patient was on anticoagulation medication and had improved cardiac output. Twelve hours post procedure, the patient spontaneously converted to sinus rhythm.